Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged keypad and contamination under the key contacts. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed (B)(4) 2012 with the following findings: keypad is fully intact and all keys responsive. Keypad was removed for investigation and evidence of mild white residue found under the contact button on gold of the "contrast","up","down" and "ok" keys. No evidence of misaligned contacts was found. Pump cover was removed to inspect keypad flex and flex connector with no defects found. The audio bolus button was torn but functional.